Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger is fully advanced and locked within the handle. A 5 inch segment of the suture was also returned, no ts. The suture has been cut were the ts would normally reside. It appears that the suture was inadvertently cut by the insertion needle during use.

Event description:
It was reported that t2 was separated from the suture. A backup device was available to complete the procedure with no significant delay and no patient injuries.